Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. The event date listed on b3 is reflective of the time zone of the country of the event. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 486-487 mg/dl with small ketone levels of 25-26 mg/dl; cause was suspected to be due to customer experiencing multiple cartridge alarms on the pump. Customer administered a manual injection to address bg level. The customer was admitted into the emergency room (ER); however, customer did not receive any treatment. Customer only received advice from diabetes educator during emergency room visit. Customer was released from the emergency room on january 22, 2024 with issue resolved. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the infusion set tubing, infusion set cannula, or the insulin in use at the time of event. The customer reverted to manual injections for insulin therapy.